Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Bled - face- skin [skin haemorrhage], stabbed face/cheek - skin [skin injury], heads came out/off - oral-b [device breakage], heads are so loose - oral-b [device connection issue]. Case narrative: male consumer via phone reported that the oral-b toothbrush heads were loose and came off of the oral-b toothbrush handle, type 3765 into his mouth and he stabbed himself in the face and was bleeding. No serious injury was reported. 10-feb-2025 follow-up via image: the suspect product was oral-b power oral care refills crossaction eb50brx brush set 8ct. No serious injury was reported. 11-feb-2025 follow-up via image: the concomitant product was oral-b rechargeable toothbrush handle 3765 genius 9000. No serious injury was reported.